Event description:
The customer reported receving a failed battery test alarm on his insulin pump. The customer replaced the battery, but misplaced the battery cap. Troubleshooting was attempted, however, the insulin pump could not turn on. The customer's blood glucose was 345 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.